Event description:
The customer reported that during a segmental resection of the duodenum, the device would no longer open. The device was manipulated off tissue causing a chyle leak. Patient is said to have made a full recovery.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete or if additional information pertinent to the incident is obtained a follow-up report will be submitted.